Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) that was detected as ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.